Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 227 mg/dl. They felt lethargic and sick. Family member took them to the hosp and a dr checked their glucose on a hosp meter and the reading was 20 mg/dl. They were treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.